Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the patient's heart rate dropped and the monitor turned off, so the user had to discharge the patient and try again. The patient passed away; however, no additional information was received, so good faith efforts are being performed to clarify the complaint.

Manufacturer narrative:
Good faith efforts were performed to clarify the complaint, and the customer indicated that the site was able to handle the incident. The product malfunction was unable to be confirmed, because the customer did not respond to requests for additional information. A review of the service history for this device shows that the problem has not been reported again for this device.